Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Tac provided remote troubleshooting for cv-190 scope communication error (b30) after the customer experienced the same error on two scopes. Tac contacted nurse christina jones and shared the case details via email for record purposes. Following tac guidance, the customer power cycled the cv-190 tower, which resolved the error and restored the image with no further issues; therefore, the case was closed as no additional assistance was required. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had scope communication error b30. The issue occurred during inspection for use. There were no reports of patient harm.